Event description:
A report received from the cordis e-select clinical study registry in spain indicated that a patient experienced a myocardial infarction during predilation in a percutaneous coronary intervention. According to the report, "there was a loss of the diagonal branch and transitory no-reflow in the distal diagonal branch, during the predilatation." After implantation of the cypher stent, flow was regained at the diagonal branch. The event was determined as unlikely related to the cypher stent and highly probable to the procedure.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united sates cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.